Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced no external power events. Log file review captured a low voltage hazard/no external power event on (B)(6) 2020 at 0106 and (B)(6) 2020 at 2220 while the device was connected to the mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The site reported the mpu was working with no issues and the patient has a v-lock connector on the ac power cord. The site also reported the patient did not lose power to their house or had any other environmental circumstances that would affect the ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file captured no external power and low voltage hazard alarms on (B)(6) 2020 from 1:06:40 to 1:06:52 and on (B)(6) 2020 from 22:20:17 to 22:20:30 due to temporary losses of ac power while connected to the mpu. The alarms resolved when power to the mpu was restored. The system controller backup battery supported the system without issue during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13jun2019. The mpu was shipped with a locking ac power cord (v-lock connector). No further information was provided. The manufacturer is closing the file on this event.